Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm distal of the distal marker band and extending approximately 19mm proximately across the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon had burst at 10 atmospheres when inflated for 40-50 seconds upon sixth inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon had burst at 10 atmospheres when inflated for 40-50 seconds upon sixth inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
E1. Initial reporter address (B)(6).